Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. After receiving the alarm, the customer would clear the alarm and resume insulin delivery. The customer's blood glucose level was not impacted. As these alarms occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the alarm.